Event description:
A malfunction alarm, identified by the malfunction code 12, occurred, but this issue did not adversely impact the customer's blood glucose level. The customer was advised by technical support to continue using the pump and to contact them again if the malfunction recurred. The customer acknowledged and understood these instructions.